Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos module with drive pcb. In addition, our technician confirmed that the objective lens cracked, the lcb distal cover glass cracked, the angle wire play, the distal body dirty, the distal body worn out, the insertion flexible tube poor finish, the cmos module with drive pcb over saturation, the bending rubber discolored, the insertion flexible tube discolored, the down pulley wire snapped/cut, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.